Event description:
On (B)(6) 2025, a patient (pt) reported redness, burning, and dryness in the left eye (os) on (B)(6) 2025 while wearing an acuvue® oasys® brand contact lens (cl). The pt went to an eye care provider (ecp) yesterday (on (B)(6) 2025) and was diagnosed with a corneal ulcer os. The pt was prescribed neomycin-poly drops three times daily (tid) for 1 week. The ecp did not mention the location of the ulcer on the os but advised the ecp ¿put in an orange drop and looked at the eye¿. The pt was advised not to use cl for a week and return for a follow-up (fu) on (B)(6) 2025. The pt advised the ecp will trial the pt in a competitor cl brand when the pt is cleared for cls wear. The pt used the drops prescribed and reported ¿severe burning with the drops¿ but advised it was "better today and thinks the os is less red." The pt does not sleep in the lenses and reported using a new cls case. On 07may2025, a representative from the treating ecp's office provided additional information. The pt was diagnosed with a ¿small corneal ulcer os¿. The pt was prescribed maxitrol os tid until the fu visit on (B)(6) 2025. The pt was also advised not to resume cl wear until the fu visit. No additional medical information was provided as the ecp was out of the office. The representative will fu with the ecp for additional medical information and return the call with the additional information requested. On (B)(6) 2025, additional calls were placed to the pt¿s treating ecp for additional medical information, but nothing additional was provided. No additional medical information has been received. This corneal ulcer event will be reported as worst-case as it was not possible to verify if the event was infectious or determine the location of the corneal ulcer on the os. A lot history review was performed and revealed the following: all parameters tested were within specification. All sterilization requirements were successfully completed. Lot number: b016w6z was produced under normal conditions. On 21may2025, one contact lens was received in a lens case. A magnified visual inspection was conducted which revealed no abnormalities. If any further relevant information is received, a supplemental report will be filed, as appropriate.